Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat severe stenosis (97%) of the mid segment of the left common carotid artery, which was severely calcified with moderate tortuosity, the patient became unstable while positioning the stent protege rx. The patient experienced hypoxia, unconsciousness, embolism, and thrombus. The lesion measured 35 mm in length with an artery diameter of 8 mm. Pre-dilation was performed using a 4/20 device, and embolic protection was used with a spider 4mm device. There were no abnormalities reported in relation to anatomy, and no resistance or excessive force was encountered during device advancement. The procedure was not completed, and the stent was not implanted. The patient was reported to be alive with injury.

Manufacturer narrative:
Additional information: it was calcified plaque that embolized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.